Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt had 2 leads (from the same lot) implanted as part of his scs system. It was reported the pt experienced swelling in his leg with the scs system turned on. However, when stimulation is turned off, there was no evidence of swelling. Subsequently, the pt underwent surgical intervention and his entire system was removed.